Event description:
The user facility reported the catheter was impossible to zero balance. The user reported turning the adjuster full, but the value did not go under 73mmhg. No patient contact was reported.